Event description:
Boston scientific received information that another manufacturer's right ventricular (rv) lead, implanted with this implantable cardioverter defibrillator (ICD), exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms and noise. The noise was not sensed by the device. It was reported that high out of range pacing impedance measurements were observed with patient isometrics, however, measurements went down to 1,100 ohms after patient isometrics were completed. A lead issue was suspected. An invasive procedure was performed to replace the lead. The lead was surgically capped and abandoned and a new lead was implanted. Additionally, the device was electively replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.